Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was no pacing though the patient's heart rate was at 48 beats per minute. It was also reported interrogation was initially not possible until the programmer head was only about two inches below the device. Several programming options were not available and device reset was noted. The device was removed and replaced. No further patient complications have been reported as a result of this event.